Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer lost their transmitter of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer had an ambulance come to low blood glucose but she doesn't have any of he answers to the questions. The customer was advised to call back with the information to document.